Event description:
It was reported that noise was seen on the electrogram. Upon programming the ventricular lead to bipolar, capture threshold was 2.5 v, and impedance was 926 ohms. No over- sensing could be reproduced with physical manipulation. The patient will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.